Event description:
This css console was not on a pt. A syncardia clinical support rep reported that while performing a routine console test validation protocol at the hospital, the css console's backup controller failed to produce the short beeps normally heard when powered up without ac power present (e.g., while running on battery power). The css console was returned to syncardia for eval, and the results of the eval are set forth in failure investigation report (B)(4). The customer-reported issue was replicated in the lab at syncardia. The audible alarm functioned correctly while running on ac power, but failed to operate while on dc power.

Manufacturer narrative:
It was determined through the course of the investigation that relay k2 on the controller's main pcb was not functioning correctly. The "normally closed" contacts should close when power is removed from the relay's coil, thus completing the circuit and providing power to the sonalert. The circuit which provides power to the coil and the circuit for producing the audible alarm were both found to be functioning properly. The controller came out of its failure mode when a light tapping was applied to the housing of relay k2. Because all other circuitry was found to be operating correctly, it was apparent that there was a poor connection within the relay. During the transition from ac power to dc power, the contacts would not fully close; therefore, the sonalert would not sound. Relay k2 was replaced, and the css console passed the console test validation protocol, ensuring that the audible alarm functioned as intended. This failure mode poses a low risk to a pt, because the issue was observed when the css console was not supporting a pt. In addition, the css console has a redundant, primary controller, and this failure mode does not negate the ability of the css console to perform its life-sustaining functions. Syncardia has completed its eval of this complaint and is closing this file.